Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 49 months after the lead implant, during a follow-up oversensing with artifacts was observed. The patient has received two appropriate shocks, lately. The lead remains implanted at the moment.